Event description:
A consumer implanted for non-malignant pain and chronic low back pain reported the last time the implantable neurostimulator (ins) was charged was two to three months ago and stimulation hadn¿t been felt in a month. The consumer tried to charge on (B)(6) and ¿felt a trickle charge on the right leg,¿ but they didn¿t getting any coupling bars. It was further reported the consumer felt a ¿normal stimulation but didn¿t connect and stimulation wasn¿t on now.¿

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was reprogrammed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their weight at the time of the event was about (B)(6) pounds.